Event description:
A facility reports the delivery sys scratched the optic of an intraocular lens (iol). The scratched lens was exchanged in an add'l surgical procedure. Add'l info has been requested.

Manufacturer narrative:
The complaint sample was not returned by the reporting facility. Prod history records were reviewed and all documents indicate the prod met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 08/11/2008 and 08/25/2008 by phone, fax and mail. A completed questionnaire has not been rec'd.